Manufacturer narrative:
(B)(4).

Event description:
New information received: premature battery depletion was observed on the device and is part of the fsca battery advisory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up visit, device was unable to be interrogated via two different programmers. Device was explanted and a new device was implanted. Patient was stable during and post procedure.

Event description:
Device is under battery advisory.